Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter claimed that the patient was treated for dka for blood glucose over 600 mg/dl with symptoms of vomiting. Reportedly, the patient was hospitalized for approximately 4 days. During troubleshooting, the animas representative noted the following: the pump history shows the time/date is defaulting to the factory date/time. This complaint is being reported because the patient allegedly was hospitalized and treated for hyperglycemia while there was an issue with the date/time issue.